Event description:
Customer reported "the patient was admitted to the hospital on a walk on (B)(6) 2023, diagnosed with (mixed cell type) acute leukemia, and was proposed to be given venetoclax + homoharringrnine + cytarabine + vincristine + dexamethasone chemotherapy, in view of the toxicity of chemotherapy drugs, in order to protect the patient's blood vessels, september 1, 2023 at 15 pm: about 30 for the patient's left upper limb expensive intravenous indwelling PICC catheter, during the indwelling process, the needle is in the blood vessel, blood flow is normal, good blood return, there is resistance when the guide wire is placed about 10cm, then pull out the guide wire, after pulling out, it is found that the guide wire is wrapped with elastic filament and separated from the guide wire, and has not fallen off." No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.